Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. During a follow-up visit, the physician observed sac growth. The secondary case for this patient was completed on (B)(6) 2018 to address a type 3b endoleak and cuff placement. The patient was asymptomatic and was implanted with an ovation main body and four (4) iliac limbs during the secondary procedure. No devices were explanted.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 04/10/2018, 04/19/2018 and 04/27/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
Additional information received confirming that the reported type iiib endoleak and aneurysm (sac) growth was diagnosed by imaging on (B)(6) 2018. In addition, it was confirmed that the patient was initially treated with the afx abdominal aortic aneurysm stent.